Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, ventricular lead noise appearing as high ventricular rate (hvr) was observed. Isometric testing could not reproduce the noise. It was not known if the noise was due to device or the rv lead. The patient was asymptomatic and being followed up.